Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was in backup vvi mode alert was transmitted via merlin.net. The patient was brought into the clinic for further testing. Upon interrogation, device function was normal with no alerts. The patient had experienced a power outage. It was suspected the power outage may have contributed to the alert. Patient will continue to be monitored closely.